Manufacturer narrative:
Batch review performed on 15 december 2020. Lot 2009034: 149 items manufactured and released on 22-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, 61 items of the same lot have been sold without any similar reported event.

Event description:
2 weeks after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.